Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood (bg) glucose level of 39 mg/dl and subsequently fell due to low bg. Reportedly, the customer delivered a bolus for more carbohydrates than was consumed. Subsequently, the customer was hospitalized, however the customer declined to provide additional information regarding the issue. Recommendation was made for customer to consult with the healthcare provider regarding bg level.